Manufacturer narrative:
(B)(4). Additional information requested and received-: I answered the questions that I have information below. I have no additional information. What was the date of the initial procedure? Sleeve. What color cartridges were used? Not positive, but he usually uses green all the way up. Was buttressing material used? Yes. How long after initial procedure was leak identified? How was the leak addressed? Laparoscopy. Were any issues noted with staple form during the reoperation? Was the site of the leak identified in the reoperation? Yes, staple line, near the fundas.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a sleeve gastrectomy procedure, the patient required re-operation for a leak at the staple line. Per the sales rep, a different surgeon mentioned the case in passing. The surgeon did not necessarily think that the leak was due to an issue with the device, but mentioned that the device was being used in the original procedure. No other clinical information is available at this time. Current patient status is unknown.